Manufacturer narrative:
(B)(4). The site reported the incident sample was discarded and is not available for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the blade arced and caused a burn at or around the incision site. The exact date of the incident is unk. The injury is believed to have been 2nd degree and treated with silvadene cream and gauze. The incident electrode was discarded by the site and is not available for evaluation.